Event description:
Boston scientific crm received info that one day post implant, this lead became dislodged. During the revision procedure, the stylet was unable to be advanced through the lead. It was explanted and a new lead was implanted.

Manufacturer narrative:
The mechanical performance of the lead under complaint were scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to the dislodgement as mentioned in the complaint, the analysis did not show any deviations from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism.